Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the returned lens was received cut in two pieces. After the lens decontamination and cleaning, one of the haptics was observed bent near the drill hole and the other haptic was observed positioned. Viscoelastic residues were observed in the lens. Also, a cartridge was received and scarce amount of viscoelastic residues were observed. The complaint was verified; however, due the lens condition the complaint could not be related to the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a bent haptic. Through follow-up, it was learned that the iol was inserted and removed within the same procedure. The incision was enlarged by 3.2 mm and a suture was used. There was no vitrectomy performed and no patient injury. A back up lens was used with no further issues. No additional information was provided to abbott medical optics.